Event description:
During cryo application in the rspv, phrenic nerve capture was lost and the cryo ablation was terminated. Multiple attempts were made to reinitiate capture of the phrenic nerve but were unsuccessful. The case was terminated and the right sided veins were not isolated. Fluoroscopic views of the right diaphragm confirmed no excursion upon inspiration. Upon completion of the case, the patient was transported to recovery in stable condition.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction for the arctic front catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for investigation. Bin files were received and analysis showed system notice (B)(4) "obstructed flow" at first injection and (B)(4) "refrigerant tank level is too low" at the 6th injection. Bin files also show that at least 9 injections were performed with the catheter. Phrenic nerve injury is a potential adverse event associated with cardiac catheter cryoablation procedures. This report will be recorded and trended.